Event description:
The initial reporter stated that the pump motor was grinding and noisy. When the pump was returned to mmdg for evaluation, it under infused at a volumetric rate that mmdg considers reportable . The initial reporter stated that the complaint had not had any effect on a patient. The volumetric failure was discovered at moog. (B)(4).

Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was completed and found no non conformances. During the investigation mmdg found that the pump motor had failed, which caused the pump to under infuse. The pump was serviced to correct the issue.